Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the catheter split. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: shielded IV catheters radiopaque splittin. Supply chain received 22 eaches from the hospital unit to return for evaluation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes . D10: returned to manufacturer on: 28oct2022. H6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received 22 sealed 24g x 0.56in. Insyte-n autoguard units from lot number 2146291. A gross visual inspection of the returned units did not find any damage to the components. The units were tested for leakage and no leaks were identified in any of the units, verifying that no damage was present on the units. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the catheter split. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: shielded IV catheters radiopaque splitting. Supply chain received 22 eaches from the hospital unit to return for evaluation.